Event description:
It was reported that the spindle cap, spindle, and actuator shaft of the superion indirect decompression broke during the implant procedure. The procedure was completed with another of the same device, and the patient did well postoperatively.